Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment that the external pulse generator (epg) housing is damaged, the atrial pacing valve does not hold the cable. The upper case was broken and the rate and output knob was cracked. It was also determined at analysis that the high rate cover and main cover were missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), housing is damaged the atrial pacing valve does not hold the cable. The external pulse generator (epg) was returned for service and repair. No known patient complications have been reported as a result of this event